Manufacturer narrative:
Evaluation description: the reported field event of the inability to communicate with the device was found to be caused by premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With a replacement battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was not able to be interrogated during follow up. Several unsuccessful attempts with different programmers and wands were made. A suspected premature battery depletion was suspected. The device was explanted and replaced. The patient condition was fine.